Event description:
It was reported that the pin in dose cord does not communicating with the wifi. The customer returned the product for that issue, and during physical inspection it was found that the downstream occlusion (dso) seal was lifted. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion (uso) seal, a lifted downstream occlusion (dso) seal, and a damaged connector pin. Functional testing was able to verify the reported problem, the dose was not functioning due to a pin stuck in lemo connector. It was determined that the root cause was due to the pin stuck in the connector. The lemo connector, tap pogo contact, dso seal, and uso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.